Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple allegations like rejected new batteries, notification absence, sticky buttons and no delivery alerts. Troubleshooting was not performed and no further details were given. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will not be returned for analysis.

Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the prime/seating test, basic occlusion test, rewind test and self test. The pump was received with a minor scratches on lcd window, cracked keypad overlay, missing retainer, broken reservoir tube lip, missing reservoir tube o-ring and scratched case. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. The pump uploaded to care link pro without any errors. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1, flex cable and battery tube assembly noted. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Failed batt test not confirmed. No delivery alarm/occlusion - unknown timing unknown. Keypad/button unresponsive/button error not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.